Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to elevated metal ion levels and fluid mass in the troc area.

Event description:
Additional information: litigation papers allege the following concerning her left side: the patient suffered from a number of different complaints including hip pain especially when she walked, more severe in the left hip than her right, and aching and severe soreness going down into her thigh. The patient had difficulty with gait particularly in the left hip and difficulty with certain movements like bending over. Exploration during her revision surgery revealed moderate blood-tinged gray-stained fluid in the hip and some metal staining of the synovium indicative of metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6), 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.